Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator 2013 (B)(6). (B)(4).

Event description:
It was reported that the post-operative check showed high impedance and no capture on the atrial lead. Chest x-ray showed the lead was dislodged and dropped. Oversensing r wave on the atrial lead was also noted, possible that the lead tip was touching right above valve. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.